Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 75% stenosed lesion was located in a non calcified and moderately tortuous left circumflex artery. On the first inflation the 2.0x15mm maverick2 monorail balloon was inflated to twelve atmospheres and ruptured. The balloon was removed intact. The procedure was completed with a different device. No complications reported with the patient status listed as good.

Event description:
Per the audiologist, the patient experienced a decrease in performance. The results of an integrity test (date not reported) indicate normal receiver stimulator function with multiple electrode anomalies. The patient was explanted (B) (6) 2010. Information on reimplantation was not available at the time this report was filed.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4).